Manufacturer narrative:
Citation: kilicaslan et al. Post transcatheter aortic valve replacement ejection fraction response is predictor of survival among patients with whole range of systolic dysfunction. Acta cardiol. 2021 jul;76(5):475-485. Doi: 10.1080/00015385.2020.1843853. Epub 2020 nov 4. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding ejection fraction response following transcatheter aortic valve replacement (tavr). All data were collected from eight centers between 2009 and 2019. The study population included 495 patients (predominantly male, mean age 77.2 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 137 were implanted with a medtronic evolut r bioprosthetic valve (unique device identifier numbers not provided). Among all patients, there were 52 (10.5%) in-hospital deaths and 129 (26%) all-cause deaths during a mean follow-up period of 20.7 months. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: annulus rupture, valve migration, cardiac tamponade, av block requiring permanent pacemaker implant, and severe paravalvular leak (pvl). Additionally, there was a mean hospital stay of 7.5 days. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.